Event description:
It was reported that the pacemaker exhibited incorrect measurements. It was noted that in december the device indicated that the device has a remaining charge up to eri of 33% with a battery voltage of 2.95v, and current of 17ua. When in the previous review, a remaining charge for eri of 95% and battery bolting of 2.96v was indicated. No intervention was performed. There were no patient consequences.